Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was encountered with loosening the set screw to remove the electrode from the device header. Two torque wrenches were bent during attempts to loosen the set screw, however, it was able to be loosened after several attempts. The electrode was successfully removed from the device header. No adverse patient effects were reported. The product is in hospital possession and is not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.